Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (displays error code) has been confirmed. Upon investigation the battery charger/modem was displaying an error code when charging a battery. The cause for the failure was isolated to a shorted u14 processor on the bedside pca. The root cause for the shorted component could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll dist returned battery charger/modem sm (B)(4) to report that the charger was displaying an error code while charging a battery pack.